Manufacturer narrative:
The handpiece was received at the MFR for eval, and a condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the motor, housing, preload, and press plug. Those parts were replaced along with other components. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece was reading as overheating on the console during a routine maintenance visit and in a non-sterile environment. There was no pt involvement. This did not occur during a procedure. There were no adverse consequences reported as a result of this event.